Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.2, h.3, h.6.

Event description:
Healthcare professional additionally reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease folds, wear/abrasion and a curved opening on the anterior and posterior a leak test and microscopic analysis was performed which identified a sharp opening on the anterior and posterior and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the anterior and the posterior assessed as an unidentified (tear) opening. Creases were also observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "crease/folding of implant." Device has been explanted.